Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reset the pump on their own and the malfunction alarm was cleared. There was no adverse impact to the customer¿s blood glucose level.